Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). The device was removed and replaced for a new aus consisting of a 5 cm cuff, a pump and a 61-70 ml balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The aus was not taken out in this specific case. It had been taken out several months ago due to a catheter being inserted causing urethral erosion. There were no further patient complications.